Event description:
There have been 2 separate instances in nicu [neonatal intensive care unit] where insyte IV catheters were difficult to retract once catheter was inserted into vein and staff attempted to retract the needle by pressing the button. Neither case involved patient or staff harm, as the nurses were able to get the needle to retract after removing it from the patient (with the needle sticking out) and firmly pressing the button. Concern for issue with possible defect in engaging button for retraction as these two separate events required quite a lot of force to get the retraction mechanism to work. Event 1: bd insyte-n autoguard shielded IV catheter, lot number: 4219459 event 2: bd insyte-n autoguad shielded IV catheter, lot number: 4219459, model number: 381411, UDI number: (B)(4).